Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing fell apart/snapped. The following information was provided by the initial reporter: tubing below pump insertion clamp fell apart/snapped when loading tubing into pump channel.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: h6: investigation summary the customer reported the clamp fell apart when loading into the pump, and returned three unused representative samples of the same lot as the reported failure. One of the three returned samples separated at the tubing below pump clamp and the complaint is verified. The root cause is traced to insufficient solvent applied during manufacturing process. Device history record review for model 2420-0500 lot number 22063160 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing fell apart/snapped. The following information was provided by the initial reporter: tubing below pump insertion clamp fell apart/snapped when loading tubing into pump channel.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.